Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient initiated complaint received: it was reported that patient had an attune knee replacement and can¿t get knee to heal and surgery still not heal. Follow up conducted with further information provided: further information on 5-apr-2021. Patient states she originally had both knees replaced 20 years ago with parts of an unknown manufacturer. She was revised to depuy components due to loosening of the unknown manufacturer's parts. She had her left knee revised to depuy components on (B)(6) 2019 and the right revised to depuy components on (B)(6) 2019. Both knees have had significant pain and feels unstable. The left had an arthroscopy done on (B)(6) 2020 with no improvement. She has had injections in both knees without improvement in pain. Her xrays are "clear." She is planning to visit her surgeon this week to discuss another revision due to the pain.